Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported, no information regarding patient consequences were reported.